Event description:
Additional information received reported that the patient recovered without permanent impairment.

Manufacturer narrative:
Analysis of the implantable neurostimulator revealed the device was functionally okay with insignificant anomalies.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that a patient expressed a possible allergic response in follow-up after the implantable neurostimulator (ins) implant. Symptoms included pain, a burning sensation, fever, and flu-like symptoms such as body aches which seemed to be localized to the general area of the implanted device. Fever was not confirmed in clinical evaluation. The location of symptoms was the diffuse area reaching from the tip of the coccyx to the low back, radiating horizontally across the entire backside. The physician investigated the ¿supposed allergic response¿ and performed a titanium metal allergy test in the office with suspect result. The both device components were explanted per patient request. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0m45h, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.